Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to blurry vision in artificial lighting. The surgeon performed a lens rotation and power adjustment after re-refraction.